Event description:
During routine service, the bed failed lateral pull test at 30 pounds versus a specification of 50 pounds.======================manufacturer response for med/surg bed, stryker (per site reporter).======================a service tech will be sent to repair the brake kit.